Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report, the device was explanted after having been inadvertently damaged during a repositioning surgery. The latter was performed as the conductive link reportedly extruded into the external ear canal.

Event description:
It was reported that the conductor link was extruded into the ear canal. During re-positioning surgery the conductor link was inadvertently damaged, therefore the patient was re-implanted. The patient has been successfully activated, but the audio processor had to be changed from amade low to amade high as the hearing has worsened after the surgery.

Event description:
It was reported that the conductor link was extruded into the ear canal. During the re-positioning surgery the conductor link was inadvertently damaged, therefore the pt was re-implanted. The pt has been successfully activated, but the audio processor had to be changed from amade low to amade high as the hearing was worsened after the revision surgery.